Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The pump was received with completely broken off reservoir tube lip and missing reservoir tube o-ring; tested with a test p-cap and test p-cap is loose and does not locking into place properly. The pump was received with cracked lcd window, cracked case at lcd window corners, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and an insulin pump malfunction. The customer's blood glucose level was 600+ mg/dl. The customer stated that the pump is not twisting when you deliver. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.